Event description:
The health care provider reported an inflammatory mass was suspected. The patient experienced numbness. The patient had MRI for low back pain. The pump delivered fentanyl, hydromorphone and bupivacaine. Additional information has been requested; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter: model # 8731, serial # (B)(4), implanted on: (B)(6) 2005, explanted on: unknown. (B)(4).